Manufacturer narrative:
Batch review performed on 1 february 2023: lot 1909809: (B)(4) items manufactured and released on 24-mar-2020. Expiration date: 2025-03-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery at about 1 year and 2 months post primary for stem loosening. Stem head and liner revised successfully.